Event description:
It was reported to philips that the system gave an alert indicating stand and motorized movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure, which was completed by using another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave an alert indicating stand and motorized movements were not available. The issue persisted even after a restart. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that some motorized movements were unavailable and there were no movements on frontal c arm, longitudinal movement and z rotation movement. To resolve the reported issue, the fse reseated the cable connections from z motor assembly and the amc connections at the longitudinal area. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.